Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a prolonged inpatient stay due to a gi bleed from initial implant date of (B)(6) 2013. The pt was released to acute care facility on (B)(6) 2013. The pt was taken off coumadin but still on 81mg asa with goal inr 2.5-3.5. Additional information received on (B)(6) 2013 from the clinical specialist noted that the pt was discharged home on (B)(6) 2013 from rehab, but was readmitted on (B)(6) 2013 due to a recurrent gi bleed. The pt has not been on warfarin but on baby asa. No further information available at this time.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation a specific cause for the reported gi bleed, and a correlation to the device could not conclusively be determined. However bleeding is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The event resolved and the patient remained ongoing at the time. The patient later expired on (B)(6) 2014 due to an unrelated infection. The device was not returned.